Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the pump was flipped. It was noted that a revision was scheduled. The healthcare provider (hcp) sutured the pump down using all four suture loops using silk. No patient symptoms were reported. The indication for use was noted to be intractable spasticity. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that the pump was flipped so surgical intervention occurred. The pump was sutured down and the pump segment of the catheter was replaced. The catheter was twisted. The date of the intervention was 2018 (B)(6). No environmental, external, or patient factors were reported to have caused this issue. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient receiving an unknown drug via an implantable infusion pump. It was reported that a potential flipped pump may have occurred. Examples of x-rays were requested to use as a guide to determine the pumps orientation. No symptoms were reported and no further complications have been reported as a result of this event. Additional information received from a healthcare provider (hcp) indicated that a flipped pump was confirmed on (B)(6) 2018. It was reported that surgery would be done to resolve the flipped pump on (B)(6) 2018. The patient was identified and the drug information current in the patient's pump was reported as gablofen (5000 mcg/ml at 58.04 mcg/day). No further complications have been reported as a result of this event.